Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had no function when a magnet was placed over it. The ipg was explanted and replaced with a single chamber device. It was also reported that the patient's right atrial (ra) lead had high thresholds when programmed bipolar and lower values in unipolar. The ra lead remains in use. It was also reported that the patient's right ventricular (rv) lead had no capture, high impedance, and a possible fracture. The rv lead was capped but not replaced. No patient complications have been reported as a result of this event.